Event description:
Customer reported there seems to be dead spots on the sensor. Customer reported if you step on certain areas of the sensor the alarm does not sound. Customer had tested the alarm with a different sensor and confirmed the alarm is functioning properly. The issue was discovered during setup, but the date is unknown. No patient incident or injury was reported.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: this report is submitted based on the customers reported issue statement. (B)(4).